Event description:
It was reported during initial implant that the stylet failed to advance down the right ventricular lead. The lead was exchanged and the procedure was completed successfully. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported event of ¿stylet could not be inserted¿ was confirmed. As received, a complete lead was returned in two pieces. The stylet used in the field was not returned with the lead. The stylet insertion test found an objection/restriction to be blood inside the inner coil. The cause of the reported event was isolated to blood in inner coil.